Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A screwdriver was received by zimmer biomet with a broken off tip. No further event details are available.

Manufacturer narrative:
The returned screw inserter was examined. The tip was found to have sheared off in a manner consistent with a torsion failure. The complaint is confirmed. The cause cannot be conclusively determined, however, an applied force that exceeded the mechanical capabilities of the device may have contributed to the issue. There were no manufacturing issues detected which would have contributed to this event.